Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 was failed to open. A field service engineer (fse) identified that the retractor band cable had abrasions, replaced the retractor band and secured the connections. Fse tested the device in hardware test application and identified that the solenoid cable was cut and replaced the solenoid to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station showed failed hardware. Attempted to recover the failed drawer, but it still required maintenance. Rebooted the device and also tried shutting down by unplugging the power cord for 2¿5 minutes, reconnecting, and powering on, but the drawer remained failed after all attempts. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.